Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed a kink in the pusher assembly near the pusher assembly mid-joint. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered during advancement. Further advancement against this resistance may result in a kink in the pusher assembly which was observed near the mid-joint. During the functional test, the ruby coil lp was able to be advanced through the introducer sheath friction lock, but not out of its introducer sheath due to the kink in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, four ruby coil lps were implanted in the target location. While attempting to use the next ruby coil lp, it would not advance past its initial position within its introducer sheath. Next, the ruby coil was set aside out of the sterile field. When the penumbra sales representative arrived and advanced the ruby coil lp using a new technique, it came out easily. However, the ruby coil lp was already contaminated and therefore, it was not used in the procedure. The procedure was completed using a total of five additional ruby coil lps and packing coil lps and the same microcatheter. There was no report of an adverse effect to the patient.